Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised. As reported by rep: "anterior knee pain with clicking. The patella and insert were revised.

Manufacturer narrative:
Corrected data: manufacturing site for devices. An event regarding pain and clicking was reported. Upon investigation with provided images, it appears the patella fractured. Conclusion: a full investigation was completed for the patellar component. No allegation of failure of the insert component was noted. Clinician review of these records confirms the anterior knee pain and clicking was due to fracture of the patella component. It appears the insert component was exchanged during the revision procedure as good surgical practice. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right knee was revised. As reported by rep: "anterior knee pain with clicking. The patella and insert were revised.